Event description:
It was reported the patient ¿felt¿ her stimulation sensation was ¿weaker¿ following going through a metal detector. The patient was reported to have ¿received no jolting or shocking during the scan.¿ it was noted the patient¿s battery ¿discharged¿ and the patient ¿never lost communication with her implantable neurostimulator.¿ additional information stated the patient ¿had no residual effects of the stimulation¿ and that the incident occurred a while before report. It was noted the patient ¿turned it up a little¿ and was ¿fine.¿ stimulation was noted to have been doing ¿a satisfactory job.¿ it was stated the ¿charging issue turned out to be a non-issue, she just wasn¿t compliant.¿

Manufacturer narrative:
Concomitant medical products: product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).